Event description:
It was reported by the rep the device was used during a laparascopic cholecystectomy. It was reported the er320 was not firing clips properly. The first five clips did not fire properly. Clips were getting stuck then spitting. 07/01/1998 another er320 was pulled to complete the case. There was no consequence to the pt.